Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins.  However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter alleged that the customer had a stroke due to the inr results from a coaguchek xs meter. The meter serial number was asked for but not provided. At 8:53 am the result from the meter was 2.6 inr. Later in the day, the physician advised the customer to continue her warfarin dosage based on the meter result. At approximately 6:02 pm a neighbor found the customer on the floor and nonverbal. The emergency medical services arrived and stated that the customer could not speak and exhibited signs of a stroke on her right side. She was taken to the hospital via ambulance and was tested immediately. The result at the hospital was 1.4 inr. It was not clear if the result was from a laboratory instrument or a professional meter. The elapsed time between the customer's meter result and the laboratory result was asked for but not provided. The customer's therapeutic range was 2.0 - 3.0 inr. It was determined that the customer suffered from a clot and occlusion of the left m2 artery and she was flown to another hospital for emergency mechanical thrombectomy to remove the clot. On (B)(6) 2018 the customer was released from the hospital and was transferred to a nursing facility. The customer's physician diagnosed her with a stroke caused by subtherapeutic inr level. The customer was no longer able to communicate, had lost function of her right hand, and had lost nearly all strength and range of motion in her right arm. Corresponding retention test strips (lot 294942) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09).the corresponding retention material in inr ranges < 4.5 complies with the specification, based on requirements of the regular retention testing process of the qc department. A rosendaal method calculation, which is a linear interpolation between results, was made and the customer was in her therapeutic range most of the time based on the provided meter results. The result at the hospital was below her therapeutic range and aligned to the event.